Event description:
It was reported that a physician was attempting to use a zuma guide catheter during a procedure to treat a lesion in the rca. During the procedure, an aspiration catheter was attempted to be advanced, but got stuck in the guide. A balloon was then attempted to be advanced. A thrombus broke up, with some travelling distally. The patient suffered from thrombus and embolism. Distal embolization was noticed after balloon inflation. The zuma catheter was noted to be flattened after it was removed from the patient. The patient was subsequently stented. The physician feels that the embolism is possibly due to use of the zuma catheter because he could not aspirate the vessel. However he is not sure of the cause. Patient status post procedure is well.

Manufacturer narrative:
Evaluation codes, results/conclusions: embolism. No conclusion, evaluation still in progress. (B)(4).

Manufacturer narrative:
Results: unable to confirm event, no device or cine images returned. No device received for evaluation. Conclusions: no device or cine images returned.